Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had low rotations per minute (rpm), no pressure release valve (prv) on the hose, no red line on the muffler, and would not hold a micro revision attachment (mra) cutter. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported conditions were confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly